Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirted insulin during prime or rewind. The customer's blood glucose level was unknown at the time of the incident. The customer also reported unexplained no delivery alarms, battery life diminished, and pump rejects new batteries. No further details were provided. The insulin pump will not be returned for analysis.